Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, (B)(6) 2015. The 407658 lead, (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was unable to sense and capture. The ra lead was explanted and replaced. During the replacement procedure, it was reported that the delivery catheter wrapped around a dialysis catheter in the right atrium. Upon repeated manipulation the deflectable sheath in the delivery catheter kinked and the braiding in the sheath came apart. The replacement ra lead was eventually successfully implanted. No patient complications have been reported as a result of this event.